Event description:
During a code situation, o2 tubing to the manual resuscitator became disconnected and pt desaturated. The pt was placed back on the ventilator. The o2 tubing was reconnected to the manual resuscitator. When the pt was manually ventilated again, the o2 sat dropped with the tubing connected.